Manufacturer narrative:
H3: analysis of the product ID 97755 serial# (B)(6), revealed cable insulation is peeling away at donut end and wires are exposed and received no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that the recharger was not working anymore because the wires came off. Patient stated they tried to charge the implanted neurostimulator today and it zapped them in the back. Patient confirmed they did not get any harm to their skin from the zap. Patient noted that the wires were hanging out and that they could kind of see the wires where the black cover would have been. Patient mentioned that the last time they charged the implant was like 5 days ago and that maybe their dog got a hold of it but was not sure. Patient stated their implant battery was at 30% and they can't walk if the battery is low because their left leg will feel like jelly. A replacement recharger telemetry module (rtm) was sent out.